Event description:
A male patient underwent infrarenal evar on (B)(6) 2014. The valve on the sheath was leaking throughout the procedure with a higher than expected loss of blood. Where possible a sheath or balloon was placed inside the leaking sheath/valve to occlude it to prevent blood loss. The pt did not require add'l procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.